Event description:
Customer reported that the screen of their pump was cracked and unresponsive, rendering it black and non-functional. There was no reported impact to the customer's blood glucose level. The device is set to be returned, and a replacement pump with serial number 1425558 was prepared for the customer.